Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif)procedure at levels l5-s1 , the heads popped off the polyaxial screws during insertion. The surgeon removed the bone screw, and reinserted new polyaxial screws with no further problem. This is 1 of 2 reports for event number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation reveals the parts were received. The returned parts were reassembled without difficulty and the polyaxial heads retained securely on the screws as designed and could only be removed with the proper tool. Matrix is a modular design and the head is designed to be capable of being removed from the bone screw in case of damage or change in surgical preference. If the head is removed during surgery a new head or different style head can be replaced without the need to replace the bone screw. A tool is provided in the set to remove heads from bone screws without damaging the bone screw. The parts were reviewed and met the design intent and were reassembled and held as designed. Since the head is removable and the returned parts met the design requirements when reassembled, this complaint is considered invalid. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).